Event description:
During a pfa af procedure, the physician noted blood leaking from the agilis 13f sheath valve after introduction. The physician used an sl sheath and a brk needle first and then exchanged for the agilis 13f sheath when the blood leak was noted. No air ingress was observed. The sheath was exchanged with a new agilis 13f introducer and the procedure was completed with no adverse patient consequences.